Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented couple of days post implant and feeling unwell. Upon interrogation, the right ventricular lead exhibited low impedance, failure to sense and pace. The issue was resolved after programming the device on different setting. The patient was reported to be fine post event.